Event description:
It was reported that left ventricular (lv) lead impedance was high out of range. There was no lv capture at the maximum output. Lead fracture was observed. Further information could not be obtained.